Manufacturer narrative:
Batch review performed on 02 february 2022 lot 179113: 129 items manufactured and released on 20-march-2018. Expiration date: 2023-mar-07. No anomalies found related to the problem. To date, 121 items of the same lot have been already sold with another similar reported event. Additional implant involved: reverse shoulder system 04.01.0154 glenoid baseplate ø27x15 (k170452) lot. 175037. Batch review performed on (B)(6) 2022, lot 175037: (B)(4) items manufactured and released on 15-mar-2018. Expiration date: 07-mar-2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with two similar reported events. Visual inspection performed by r&d project manager: the back surface of the glenosphere has dull circular markings due to friction with at least one protruding glenoid polyaxial screw. The glenosphere screw is damaged in an eccentric fashion underneath the screw head following friction with the glenosphere bore. In addition, the outer surfaces are dull and the typical colour due to the anodization process is partially lost following friction with the glenosphere bore. The inner screw of the glenoid polyaxial screw is damaged: the top surface is partially flattened due to friction with the back surface of the glenosphere. The reverse liner is massively worn out on the thick side. Presumably this happened after joint dislocation and friction with the glenoid bone or glenoid implants. The root cause of the event is identified to be the contact between a protruding glenoid polyaxial screw and the back surface of the glenosphere. It is not known whether this is due to insufficient screw seating during the surgery or the screw backed out in the weeks after the surgery. No action is suggested. Clinical evaluation performed by medical affairs director at 2.5 years after primary rsa the glenosphere central screw backs out from its seating and is visibly loose in the joint. From the technical analysis it was determined that the cause was likely due to incomplete seating of one baseplate fixation screw that prevented the glenosphere from reaching the final position and achieve optimal locking. The suboptimal position of the screw could have been determined by early screw migration or incomplete seating, it is not possible to determine which.

Event description:
Revision performed about 2 years and 8 months after the primary surgery due to loosening of the glenosphere screw. During revision surgery, after glenosphere explantation, it was visible that a screw from the baseplate was not fully inserted. Since it was impossible to explant this screw, the surgeon cut off the head of the screw to remove the protrusion. A new baseplate and glenosphere have been implanted.